Manufacturer narrative:
Insulin pump received with blank display, problem isolated to interface board. Unable to confirm low battery alarm and unable to perform any test due to blank display. Pump received with cracked reservoir tube lip noted.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 130 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.